Event description:
Patient for outpatient pci to lad/diag. During deployment of stent, a "pop" was felt, and the delivery device broke off the balloon/stent. The stent had partially been deployed and had not fully expanded. Patient had to go to bypass for retrieval.